Event description:
The customer reported that the heartstart mrx was failing op check for the charge shock error. There is no indication of negative patient impact

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.